Manufacturer narrative:
One used neutron® connectors were returned for evaluation. The returned devices were visually inspected, and residual total parenteral nutrition (tpn) and lipid solution were observed. No additional external damage or anomalies were noted. Functional testing was performed in accordance with established procedures, and leakage was confirmed in one of the returned devices. The devices were disassembled for further evaluation, exhibited tears at the top and side of the seal. The probable root cause was determined to be used with an incompatible mating device, resulting in damage to the seal. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a neutron with lhere it was reported that the nc100 clave has 2 neutrons, one neutron reported to be leaking in the center of clave when flushed, with fluid collecting around the hollow space inside the cap but outside of the center blue portion, no visible cracks are seen. And the other neutron leaking tpn and lipids with a large visible crack in the internal center blue portion allowing fluids to collect in the hollow space inside the cap. There was patient involvement but unknown harm.